Event description:
The report received indicated that during a cardiovascular procedure, the guide catheter kinked and broke inside the pt. There was no reported injury to the pt.

Manufacturer narrative:
The product is available for eval; however, as of to date, it has not been returned. Additional info has been requested and will be submitted within 30 days of receipt.